Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the power cord was not plugging into the programmer properly, and therefore the customer's power cord was removed and a new one installed to resolve. Further, due to link electronic module (lem) errors found in the "get logs" file the lem board was recalibrated as a preventive measure. (B)(4).

Event description:
It was reported that the power cord would plug into the back of the programmer, but would then fall out. The power cord was switched out, but the issue remained. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the power cord would plug into the back of the programmer, but would then fall out. The power cord was switched out, but the issue remained. The programmer was returned for repair. There was no patient involvement.